Event description:
Customer reported the system is displaying a communication error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the prom, replaced the control processor board, and reloaded software.